Event description:
It was reported the patient went in for an elective removal procedure of their superion indirect decompression (ID) level one spacer. A fluoroscopy image confirmed levels of ID spacers. The patient underwent a procedure where the ID level one spacer was attempted to be removed however was unable to be extracted for an unknown reason. The physician opted to leave the implant in its initial place and complete the procedure. The patient did well post-operatively. Additional information has been provided despite good faith efforts.